Event description:
It was reported the device was in use for infusion with pump and bd optimus needless connector. The reporter stated the attached pump gave a false "no disposable" alarm. No adverse effects.